Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the device detecting atrial fibrillation with rapid ventricular response. The patient was hospitalized for about two days, during which the patient received av node ablation and an upgrade to a biventricular implantable cardioverter defibrillator (ICD), plus the addition of a left ventricular lead due to the upgrade. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.